Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/migration of essure device location of device: location unknown') and pelvic pain ('pelvic pain - severe and intermittent/pelvic area(right side)') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent/right hip pain"), pain in extremity ("leg pain - severe and intermittent/right thigh pain"), back pain ("back pain") and groin pain ("right groin pain"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown, the pelvic pain, abdominal pain and back pain had resolved and the arthralgia, pain in extremity and groin pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, groin pain, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test information trailing coils: left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939 manufacture date: 2009-11 expiration date: 2012-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received. Reporter information added. Event outcome updated. Event: right groin pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/migration of essure device location of device: location unknown') and pelvic pain ('pelvic pain - severe and intermittent/pelvic area(right side)') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent/right hip pain"), pain in extremity ("leg pain - severe and intermittent/right thigh pain"), back pain ("back pain") and groin pain ("right groin pain"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown, the pelvic pain, abdominal pain and back pain had resolved and the arthralgia, pain in extremity and groin pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, groin pain, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test information trailing coils: left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939, manufacture date: 2009-11, expiration date: 2012-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain - severe and intermittent') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent") and pain in extremity ("leg pain - severe and intermittent"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, genital haemorrhage, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-may-2019: this record was found to be a duplicate to case number (B)(4) (legacy 2951250-2019-02406 medwatch 3500a MFR number) from which all information was transferred to this record ((B)(4)). Then record (B)(4) will be deleted. New: new lawyer reporter. Patient birth date added. Essure (lot number added: 689939) start date amended ((B)(6) 2010), hysterosalpingogram done. Event pelvic pain amended to incident, salpingectomy - bilateral removal of fallopian tubes was performed for essure removal on (B)(6) 2018. Events added: arthralgia, pain in extremity. Plaintiff's pain was severe and intermittent incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain - severe and intermittent') and genital haemorrhage ('heavy abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent") and pain in extremity ("leg pain - severe and intermittent"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, genital haemorrhage, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939. Manufacture date: 2009-11. Expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain - severe and intermittent') and genital haemorrhage ('heavy abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent") and pain in extremity ("leg pain - severe and intermittent"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, genital haemorrhage, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939 manufacture date: 2009-11 expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: this case report was found to be a duplicate to case number (B)(4) (local event number (B)(4)) from which all information was transferred to this record (B)(4). Then case report (B)(4) will be deleted. New lawyer reporter have been added but no additional new clinical data was given. Additional litigation documents from duplicate report have been attached. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration'), pelvic pain ('pelvic pain - severe and intermittent') and genital haemorrhage ('heavy abnormal bleeding') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent"), pain in extremity ("leg pain - severe and intermittent") and back pain ("back pain"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, arthralgia and pain in extremity outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test information. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events essure migration, back pain added. Event outcome for pelvic/abdominal pain , back pain updated. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration/migration of essure device location of device: location unknown') and pelvic pain ('pelvic pain - severe and intermittent/pelvic area(right side)') in a 48-year-old female patient who had essure (batch no. 689939) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain - severe and intermittent"), vulvovaginal pain ("vaginal pain - severe and intermittent"), abdominal pain lower ("severe cramping -- intermittent"), arthralgia ("hip pain - severe and intermittent/right hip pain"), pain in extremity ("leg pain - severe and intermittent/right thigh pain"), back pain ("back pain") and groin pain ("right groin pain"). The patient was treated with surgery (salpingectomy - bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown, the pelvic pain, abdominal pain and back pain had resolved and the arthralgia, pain in extremity and groin pain was resolving. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, genital haemorrhage, groin pain, pain in extremity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure confirmation test information trailing coils: left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 689939, manufacture date: 2009-11, expiration date: 2012-11. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received- new event she did not underwent essure confirmation test was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.